Event description:
Voluntary medwatch received states the right ventricular lead impedance increased within range. It was noted that the patient passed out. The lead remains implanted no intervention was performed. No further information was provided.

Manufacturer narrative:
Mw5175961.